Event description:
It was reported that the pump could not be charged normally, despite attempting multiple cables. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump stopped charging and declared a temperature alarm. The customer stated that the pump was hot to the touch. The customer also reported having had elevated blood glucose levels the previous night. The morning of the call, blood glucose level was reported to be 300 mg/dl and by the time of the call, had dropped to 175 mg/dl. The customer was not sure if the reported issue contributed to the elevated blood glucose levels. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is recieved.